Event description:
It was reported the system is shutting down and rebooting without command. This is a reported event. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not provided.